Event description:
It was reported that patient had high blood glucose level event and it was treated with pump on(b)(6)2028.

Manufacturer narrative:
E1: Name: (b)(6) Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.